Event description:
Elevated blood glucose levels and chest pain. Case description: a patient, who initiated insulin therapy with a novopen 3 insulin delivery device in 2002 for type ii diabetes, reported that they experienced chest pain and elevated blood glucose levels and was hospitalized in 2003. The patient reported that days before the washer on the piston rod in the device broke off and insulin began to leak from the device during injection: however patient continued to use the device. Six days later the patient did not monitor their blood glucose levels, but patient continued to administer their insulin with the novopen 3 and ate their regular meals. At 13:00 experienced chest pain and was taken to the hospital where their blood glucose level was 216 mg/dl. The patient underwent an ECG and chest x-ray (results unknown) and was treated with nitroglycerin, morphine, intravenous heparin and intravenous fluids. Patient stated that they were given subcutaneous injection of insulin (type and brand unknwon) for their elevated blood glucose level. Two days later the patient recovered completely and they were discharged. They discontinued the use of the novopen 3 and began administering their insulin with conventional insulin syringes and they have not experienced any further difficulty. The patient also began treatment with imdur at that time. There had not been any changes to their diet, activity, health or stress level prior to the onset of the event. Patient was able to perform the air shot with the novopen 3 on the day of the event. The pt stated that they do not feel the novopen 3 caused the chest pain; however, patient did state that they believed the elevation in their blood glucose levels was a result of the malfunction of the device. The patient has a history of angina, palpitations and hypertension. They have experienced erratic blood glucose levels prior to this event.